Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not follow the correct set-up procedures as directed in the user's guide. There is no evidence of a device malfunction. The cycler alarmed appropriately to the air detected in the circuit. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that venous air alarms occurred at the beginning of a routine hemodialysis treatment which could not be resolved. The operator inadvertently did not correctly install the cartridge during set up which did not allow adequate air removal during prime. Rinseback was not performed due to air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.